Event description:
Customer states, the joystick, did not stop after letting go of the joystick, causing my foot to be wedged into some wire, cutting two of my toes, and almost cutting into the joint of my big toe.